Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart mrx was failing the defib test and displaying a red x. There is no indication of negative patient impact.